Event description:
On 31-mar-2022, the following information was provided to kci by the patient's family member: on (B)(6) 2022, v.a.c.® therapy was removed. On (B)(6) 2022, the physician discontinued v.a.c.® therapy allegedly due to the patient experiencing pain and a burning sensation. The physician "felt like it was not helping the patient, but hurting." The patient allegedly developed blisters to the periwound and three small ulcers on the side of the foot. On (B)(6) 2022, the following information was provided to kci by the patient's family member: the patient developed new ulcers to the foot and tissue staining, described as "charcoal" in color, from the v.a.c.® granufoam¿ dressing coming into contact with intact skin. The patient required oral antibiotics and has had ongoing wound care. The healthcare provider advised the patient that it may take 6-8 months for the discoloration to resolve. The ulcers have almost healed. The product has been discarded. No further information provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® granufoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged ulcer formation, skin discoloration, pain and burning sensation are related to the v.a.c.® granufoam¿ dressing. It was reported that the v.a.c.® granufoam¿ dressing came into contact with intact skin against the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: precautions protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise.